Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. On (B)(6) 2016 the blood glucose reading at the time of admission was 1600 mg/dl and on (B)(6) 2016 the blood glucose reading at the time of admission was 600 mg/dl. The customer was wearing the insulin pump, which was removed by the hospital both times. The drive support cap appeared normal. Insulin did exit with a manual prime and no air bubbles or leaks were observed. The insertion site was not sore or irritated and the insulin was not expired or denatured. The date and time were correct. The bolus wizard and basal rate settings were correct. The bolus history displayed all entries based on the customer's recollection. The customer was advised to change the set, reservoir, and insulin and treat per a health care professional's instruction and to call back with a tubing clamp available to perform the high pressure test.